Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. The device shock zone was increased and the sensing vector changed from primary to secondary. No adverse patient effects were reported. The device remains implanted and in service.